Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device valves, which were determined to be damaged. Additionally, the investigation identified downstream occlusion seal damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device valves and dso seal was replaced and the device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited under-infusion. There was no patient involvement, no patient injury was reported.